Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. Transseptal puncture was anterior inferior. During deployment it was observed that the device would not stay in the appendage. The device was re-captured twice and re-attempted with the same results. The delivery sheath was exchanged for a new 14f amulet steerable delivery sheath. Two re-captures were performed due to the device being unable to stay in the appendage. On the final attempt, the device was implanted. 72 hours post-procedure the patient presented with a pericardial effusion. A pericardiocentesis was performed. The patient status was hospitalization.

Manufacturer narrative:
An event of pericardial effusion 72-hours post procedure was reported. It was reported that during deployment it was observed that the device would not stay in the appendage, and the device was re-captured twice and re-attempted with the same results. The delivery sheath was exchanged for a new one and two re-captures were performed due to the device being unable to stay in the appendage. The device was implanted on the final attempt. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the cine review, "the images appeared to show an unfavorable sheath angle, especially in the 135 degree view. This could potentially have been a contributing factor that led to the effusion. There appeared to be several deployments attempted that all popped out of the laa when going from triangle to lobe. This could have potentially contributed to the pericardial effusion as well. While there was not a clear reason apparent for the effusion, I suspect that it occurred due to the number of device recaptures and to the anatomical challenges of the laa (i.e. Depth issues and pushing on the carina)." Based on the information received, the cause of the reported incident could not be conclusively determined; however, multiple re-captures may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath." And "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." H6 medical device problem code: code 2993 removed.